Manufacturer narrative:
H3 - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen (1000 mcg/ml at 311 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that when the pump was interrogated it showed code 96 (pump stopped safety count). Per the hcp, there was no volume discrepancy at the refill today. They got back 7 ml and were expecting 5.7 ml, indicating an in specification volume discrepancy (within the +/- 14.5% pump flow rate accuracy specification) of 3.79% less drug delivered than expected. There were no alarms, and the patient had no symptoms. On (B)(6) 2021 the logs showed code 13 for "silence alarm- pump safety count in effect" but that code did not appear in the logs anywhere else after today. Today the first attempt to resolve the issue was changing the dose from 311 mcg/day to 315 mcg/day. They then tried programming the pump to minimum rate mode and back to simple continuous. Then they tried putting the pump into stopped pump mode and back to simple continuous and the code persisted, but it did not repeat in the logs. During the call, the agent consulted with a principal technical agent and an engineer, and the options were presented to the clinician. It was reviewed with the clinician that if there was a pump issue a large volume discrepancy would be seen and the patient would have symptoms and if the error was persistent, it would be seen multiple times in the logs. It was also reviewed that it was possible that the code could never be cleared and that more research would need to be done to see if there were any other options. The hcp stated that he was going to instruct the patient on withdrawal symptoms; give the patient the option of replacing or not; and bring the patient back in 2 weeks to do a volume discrepancy check. If the volumes were off, he would replace the pump. Additional information received from a manufacturer representative (rep) indicated that the following service codes were seen: service code 238: pump motor may be running at less than programmed rate and service code 529: the pump motor has stalled and recovered.

Manufacturer narrative:
H3. Analysis of the pump found pump/hybrid/bit flip/in ram memory. This device issue is known and documented in the labeling per ma04279a071 ¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.